Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues charging their implant and the recharger was overheating. Patient stated that the recharger cord was getting really hot and they were no longer able to charge their implant. Patient mentioned that they spoke to a manufacturing representative (rep) yesterday and the rep told them to call patient services for a replacement and potentially a controller replacement too. Patient noted that they are already having some issues and don't want to go into the holiday weekend without being able to charge; patient asked if the replacement does not resolve the issue should they call back and agent reviewed information. When asked for an event date; patient stated they have been having trouble for the last almost 2 weeks but for sure the last week and a half, so 10 days ago like june 20th. A request was sent to the repair department to replace the recharger.